Event description:
After pta, the dr. Deflated the balloon using a stopcock and 60cc syringe. The balloon stuck in the recommended 6f bard select introducer. The dr. Had to remove the sheath to remove the balloon.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. Each device is verified for proper passage through an appropriately sized introducer sheath during mfg prior to the release of the product. The returned sample was evaluated. As received, the balloon catheter was lodged inside a 6f introducer. The shaft was stretched from the introducer to approximately 6cm down the proximal end of the shaft. The stretched portion shows evidence of hemostat markings in several places. A .036' guidewire was inserted 39.5 cm into the shaft. Using force, the balloon catheter could not be removed from introducer sheath. Although the event is confirmed, the results are inconclusive and the root cause is unk. The info for use for this device states: caution-if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.